Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. Intermittent failure of the interconnect flex was noted. Analysis further noted that the upper case and ring cover were contaminated and that the lower case was contaminated and broken. The device was to be scrapped in-house. Z-1661-2014 this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).